Manufacturer narrative:
Investigation summary: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. There are currently controls in place during our manufacturing process to help prevent this failure.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system the stylet was damaged/defective/broken and the needle broke/detached. The following information was provided by the initial reporter. The customer stated: "when the new patient was under observation for the establishment of venous access, the condition was treated, and the guide wire in the indwelling needle was found to be broken when connecting one end of the needle for blood collection. Re-operate with a new indwelling needle."